Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Attempted to power on receiver and device does not power up. The receiver case was opened and an interior inspection was performed and it passed. The complaint of the receiver ceasing to function was confirmed. The root cause could not be determined post investigation.